Event description:
The manufacturer received information alleging the patient woke up to the smell of burning/electrical. The patient's husband noticed the device was hot and had a burn mark. The patient reports the burn mark is on the underside paneling not on the humidifier. There is no report of smoke, flames, or exposed wires. The device was directly plugged into the wall. The patient later reports the device was alarming and error message stating "device incompatible with humidifier" was seen days prior to the thermal event. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.